Event description:
It was reported that the device showed an abnormal battery drop and elective replacement indicator (eri) was indicated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and the returned device indicated lock-up in an integrated circuit. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).